Event description:
Rn reports 6 sets of defective tubing over various dates. None of the tubing sets were actually used on patients. The issue was identified before use. In all cases fluid would not run through the tubing. All devices were retained and are available for evaluation purposes. There was no damage noted to the tubing upon visual inspection. Similar issues with this tubing have been experienced by our facility in the past, and previous inspections by b. Braun of the tubing from those reports indicated that there was too much solvent in the manifolds.